Event description:
It was reported that the patient died six days following implant of this cardiac resynchronization therapy defibrillator (crt-d). Device interrogation revealed cause of death was sustained ventricular tachyarrhythmia. The patient's family suspected death was related to the device. No additional information is available.

Manufacturer narrative:
Desc event problem, the device was referred to as a cardiac resynchronization therapy defibrillator (crt-d). However, the device is a cardiac resynchronization therapy pacemaker (crt-p). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
Additional information was received that the device had been operating as programmed. There was no evidence of a device malfunction. Furthermore, there was no allegation of a product performance issue from the physician. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).